Manufacturer narrative:
Pump was received with blank display due to moisture damage on electronic assembly. Unable to verify battery power loss alarm due to blank display. Unit was received without the original battery cap therefore, unable to verify damage battery cap. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Event description:
Customer reported via phone call that the insulin pump was wet and it stopped working. Customer's blood glucose level was 130 mg/dl. Customer also stated that the insulin pump was exposed to moisture and there was fluid in the battery compartment. It was also stated that the o-ring was in place and home screen did not appear on the display. The device will be returned for analysis.